Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the certas plus valve was implanted on (B)(6) 2016 was required to be explanted on (B)(6) 2020 due to malfunction. The reporter suspects there was shunt capsule dysfunction. The proximal shunt catheter was intact and continuous. There was found to be no cerebrospinal fluid flow distal to the shunt capsule.

Manufacturer narrative:
UDI : (B)(4). The certas valve was returned for evaluation: DHR - conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, the housing is cut/torn around the siphon guard, marks in the siphon guard were noted, needle holes in the needle chamber as well as biological debris in needle chamber. The valve passed the test for programming, occlusion, siphon guard and pressure. The valve was leak tested; leaked from the tear/cut in silicone housing around the siphon guard. The valve could not be reflux tested due to the damaged silicone housing. The root cause reported by the customer is due to the cut/tear in the silicone housing. The root cause for the cut/tear in the silicone housing and marks in the siphon guard is due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut/tear resistance.